Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone11.8. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that on (B)(6) 2026, while the patient was sleeping, the pod adhesive detached and the cannula dislodged from the infusion site on the arm after approximately 36-48 hours of pod wear on the arm. This resulted in elevated blood glucose levels, and the patient began feeling unwell, prompting the mother to seek medical attention. No specific blood glucose levels were reported. Reported symptoms included throat discomfort. The patient was evaluated in the emergency room (ER), where she was diagnosed with mild diabetic ketoacidosis. Treatment in the ER included intravenous fluids, with laboratory testing also conducted. No laboratory results were reported. The patient remained under observation for approximately 6 hours and returned home the following day on (B)(6) 2026.